Event description:
A distributor field service engineer reported that sparks were generated when he moved the power cord of the device. A review onsite by nai tech products personnel revealed that the power cord of the device had been improperly wired into the internal power supply terminal block of the c-arm. The improper grounding of the device presented a potential electrical shock hazard. The device had been sold as an accessory to the c-arm as an after sale product. The device was installed by nai tech products personnel in early 2008 and functioned properly for eight months without any incident despite this electrical condition. Operation of the device is through a low voltage hand controller which limited any direct contact to the device. Please note that there was no defect in the actual device, it was an installation wiring error by our service technician.

Manufacturer narrative:
In regards to remedial action, we are sending out a notice and replacement power cord to similar installations done by nai tech products personnel. We will then send a technician to each such installation and inspect the wiring to ensure all devices are wired correctly.